Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a normal device change out procedure, the terminal pin of this right atrial (ra) lead broke following the retraction of the setscrew and the extraction of the terminal pin from the connection block. Attempts to implant a new ra lead was unsuccessful due to lack of subclavian or jugular access. The procedure was completed and the patient will undergo an additional procedure to implant a new ra lead on the other side of the patient's body. New information received indicates that a secondary procedure was completed. A new ra lead was implanted on the right side and this ra lead was surgically abandoned.